Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: baxter no longer manufactures the flo-gard pump which had been made to end service. Baxter provided repairs for this pump until june 2010; therefore, this pump will not be returned to baxter for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard pump would unintentionally shut down. The device was turning off and would be able to start again. The issue was noticed during patient use while trying to administrate intradialytic parenteral nutrition (idpn). There was no report of patient injury or medical intervention associated with this event. No additional information is available.